Event description:
Customer stated today that the tumescent pump doesn't respond when you push on the pedal. If it does respond, it doesn't seem to be at full strength when it pumps. Customer states that when they turned it off, adjusted the wires and re-inserted the pump wire, then it will sometimes get it to respond. No patient injury reported.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
Evaluation summary: based on investigation, no obvious visual damage was found on the pump and foot pedal. The pump was tested with and without foot pedal, there was no issue found during the test as the pump rotor functioned properly and performed to 100% of the manufacturing specification.